Event description:
The physician was attempting to deliver an endeavor resolute drug-eluting stent (4.00mm x 24mm) to a calcified lesion in the rca with 95% stenosis and vessel tortuosity but the stent could not cross. The patient was treated by medication. No patient clinical sequelae were reported. The device was returned to the manufacturing facility and, through analysis of the returned device, the stent was observed to be damaged. Evaluation summary: it was noted that there was one slight kink on the hypotube at 74cm distal to the strain relief. The distal tip appeared to be slightly stubbed. On visual inspection it was noted that the middle section of the stent was found to be damaged. There were 24 segments on the stent; the 14th distal segment was bent over on top of the 13th distal segment. A protective sheath with dimensions similar to that used during the manufacture of this batch could not be placed back over the returned stent due to the raised struts. There was no further damaged noted on the device. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (stent deformation). Patient¿s condition affected effectiveness of device (lesion morphology) ¿ 95% stenosis, calcification and tortuosity. (Deformation problem). Evaluation conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 95% stenosis, calcification and tortuosity. Inherent risk of procedure ¿ (stent deformation). (B)(4).